Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated at 6atm for 30 seconds, but it ruptured at the distal part upon second inflation at 12atm when was also inflated for 30 seconds. The device removed from the patient's body without any problem using the normal method. The procedure was completed with a different device. No complications reported and patient was in good condition post procedure.

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated at 6atm for 30 seconds, but it ruptured at the distal part upon second inflation at 12atm when was also inflated for 30 seconds. The device removed from the patient's body without any problem using the normal method. The procedure was completed with a different device. No complications reported and patient was in good condition post procedure.